Event description:
The user received questionable results for two patient samples from the cobas c501 analyzer. Patient sample 1 initial calcium result was 4.3 mg/dl and the repeat result was 9.0 mg/dl. The initial result was not reported outside the laboratory. On (B)(6) 2010, patient sample 2 initial creatinine plus version 2 (creatinine) result was 6.11 mg/dl and the repeat on (B)(6) 2010 was 0.71 mg/dl. The initial result was reported outside the laboratory and was corrected with the repeat result. The patients were not adversely affected. The calcium reagent lot number was 63020401 and the creatinine reagent lot number was 63092801. The field service representative determined the reagent probe splash guard or cell cover was bent. He adjusted the splash guard or cell cover and verified the analyzer operation by running instrument checks which passed.